Event description:
The patient was admitted for a right leg angioplasty due to severe calcification. A one and one-half inch section of the outer sheath of the dilator remained in the patient after the dilator was removed. The patient was taken to the or for removal of the foreign body. The procedure was successfully completed as planned. The patient was discharged to skilled nursing in satisfactory condition. This appears to be an isolated event at our facility. The manufacturer was already notified about this event.